Event description:
The article, ¿the six cases of redo cardiac surgery via partial hemi-sternotomy¿, was reviewed. The research article presents a case study of a (B)(6) male patient with a history of hemodialysis, coronary artery bypass grafting(CABG), saphenous vein grafts-obtuse marginal (svg-om) .patient underwent an aortic valve replacement (avr) surgery with a 23mm sjm trifecta valve on an unknown date and year. After 41 month from the surgery, the patient underwent urgent redo-avr due to structural valve deterioration (svd) caused by aortic stenosis. The 23mm sjm trifecta was explanted and a 21mm sjm regent heart valve was implanted on an unknown date. Patient status is unknown, no further information is available. The author and corresponding author of this article is bon inoue, md, department of cardiovascular surgery, ota memorial hospital, 455-1 oshimacho, ota, gunma 373-8585, japan.

Manufacturer narrative:
As reported in a research article, a patient underwent valve replacement surgery; an event of structural valve deterioration and aortic stenosis was reported. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review, and no device or additional patient information was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.